Event description:
Healthcare professional reported a left side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a crack opening and an additional opening. A leak test was performed which found an opening on the posterior side, and a crack opening on the diaphragm valve. A microscopic analysis was performed which identified a cracked opening and a striated opening on the anterior side. Based on the device analysis, the final assessment is a crack opening on the diaphragm valve due to a cracked valve seat diaphragm valve, and a striated opening on the posterior side due to surgical damage.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.